Manufacturer narrative:
The returned device was evaluated. The unit did not power on using ac and dc, even after being left to charge overnight thus readings were not able to be obtained. The device was disassembled and internal inspection confirmed that the u2 chip (mcu power supply) on the system circuit board failed voltage testing. During evaluation, a secondary finding indicated that the battery had no voltage even after being charged overnight. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the unit got hot, shut down and will not power on. No consequences or impact to patient were reported.